Event description:
It was reported that the patient heard an alert and was seen in the emergency department. It was found that the right ventricular lead had high biploar pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted 2013-(B)(6); 4194 lead, implanted 2013-(B)(6). (B)(4).